Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of seraclone anti-le(a). The customer did neither return the supposedly defective product nor the samples that had caused a false positive test result. Therefore our quality control laboratory tested their retained seraclone anti-le(a) sample with different donor samples in the tube technique. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-le(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.